Manufacturer narrative:
(B)(4). The device was visually inspected and functionally tested. The reported condition of an f-38 alarm was confirmed. The cause of the reported condition was due to defective force sensing resistors (fsrs). To correct the issue the fsrs were replaced. The device was serviced and restored to a good working condition. A service history review revealed no previous service events were related to the reported condition. If any additional relevant information is received, a supplemental report will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.